Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that two of the sensors broke off in the inserter. It was stated that the needle housing got stuck, and the customer's father was unable to get the sensors out of the inserter. The customer's blood glucose was 163 mg/dl. Assistance was provided and the customer stated the needle hub assembly did release from the serter. Nothing further was reported.